Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing. A field service engineer (fse) rebooted the system by powering off the pharmacy automation system and observed that it continued to boot into the application successfully. The fse monitored the synchronization process during startup and noted that, prior to this, the customer had completed inventory checks on a matrix drawer and a narcotics drawer. The fse concluded the activity before completion due to an external interruption at the site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user informed that following a device upgrade, the patient names were not displaying. However, there were no delays or adverse events or injuries reported based on this event.